Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the mitraclip, there was challenges de-airing the system per IFU instructions. Troubleshooting was preformed by moving the cds from a horizontal position to a vertical position and air was visualized running through the cds sleeve shaft. Then the cds handle was moved in the vertical position and translated a few times before no air was visualized. During the procedure, the mitraclip was successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the investigation determined the reported difficult to flush to be potentially related to a product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, this incident is pointing to exception (issue) 136179 and exception (action) 142561. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.